Event description:
On (B)(6) 2005, the patient was implanted with a scs system. On (B)(6) 2010, it was reported that many of the patient's lead contacts exhibited high impedance. The patient was unable to feel much of the stimulation. An x-ray was taken and a kink was noted on the lead. On (B)(6) 2010, the doctor replaced the lead. The patient is currently receiving satisfactory stimulation.

Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The lead was visually inspected and found to be incomplete and discolored. Functional testing can not be performed on a incomplete lead. Conclusion: the cause of the reported complaint could not be confirmed. The lead was returned incomplete and no testing was performed. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.